Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was seen to be kinked in two locations 100cm and 126cm from the proximal end. The guidewire was seen to be broken along the nitinol tubing with the platinum wire stretched at 186.4cm (proximal) additional breaks on distal end (2.8cm and 9.5cm). The core wire distal end was observed through the distal tip dome. The guidewire distal tip revealed no swelling/bulging on its distal tip after hydrating. Hydrophilic coating was hydrated there were no anomalies noted. During functional inspection the guidewire could not be advanced through a demo micro catheter due to damage. The guidewire was soaked in warm water for approximately 2 minutes, no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire friction could not be duplicated; however, the analysis results are consistent with the reported event. The reported guidewire distal end/tip kinked/bent was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During the visual inspection, after hydrating there was no swelling noted. During the dimensional inspection, the outer diameter od's were confirmed to be within specification when the device was dry. The guidewire was seen to be kinked at two locations towards the distal end of the guidewire. The nitinol tubing was fractured, and the platinum wire stretched at 186.4cm and 2 additional breaks distally from this point. The functional tests could not be completed due to the condition of the device. An assignable cause of ¿not confirmed¿ will be assigned to the as reported guidewire distal end/tip kinked/bent as it was not confirmed during visual infection. It is probable the break was mistaken for a kink. An assignable cause of undeterminable will be assigned to the reported guidewire friction, as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of procedural factors will be assigned to the as analyzed guidewire kinked/bent, guidewire distal tip broken/fractured during use and guidewire distal tip stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject guidewire was returned for analysis and the device investigation revealed that subject guidewire distal tip was broken during use. There was no clinical consequence to the patient due to this event.